Manufacturer narrative:
Integra has completed their internal investigation on 3nov2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint management database for similar complaints. Results: DHR for loan set tibiaxys 007 reviewed and no anomalies that could be associated with the complaint were reviewed. A review of the complaint system was performed. This is the first incident reported to newdeal about a switch of tibiaxys and large qwix implants in the loan set tibiaxys for the past two years. The number of sets shipped to customers is taken into account. During the same time period, (B)(4) sets were shipped to customers. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. Conclusion: the operator prepared many loan sets for shipment at the same time. There was confusion at the moment when he pasted the shipment's receipt on the container for tibiaxys and large qwix. The root cause is a human error and no check is performed to verify the address of shipment before the release of the loan sets.

Event description:
It is reported incorrect items were delivered within a loaner set to be used for a procedure. The customer booked a loan tibiaxys set for a surgery planned for (B)(6) 2016. The customer received tibiaxys loan set but inside the set were large qwix (set) implants instead of tibiaxys implants. The procedure was completed as planned because there were tibiaxys implants available on consignment.